Manufacturer narrative:
(B) (4). It was not possible to determine the meter manufacture date without the serial number.

Event description:
The customer stated that she received a replacement breeze2 meter from bayer after her other breeze2 meter fell and broke. She alleged that the breeze2 meter continuously read 70 to 80% higher than the standards set by the (B) (4) diabetes association. She also alleged that she had numerous incidents of hypoglycemia as a result of the higher readings. The customer did not provide any other info about the hypoglycemic events. The customer stated that she received replacement meters from bayer and continued to have discrepant readings. No other info is known at this time.